Manufacturer narrative:
This lead was capped on (B)(6) 2016, the patient received about 100 shocks from the device. It is believed that this lead has a fracture. The associated ICD was explanted as well due to a depleted battery.

Event description:
Lead noise has caused patient to receive inappropriate shocks. Explant of lead and device are planned. Device and lead remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.